Event description:
Customer's mother reported receiving no delivery alarms on the insulin pump. Customer's mother reported changing the tubing, site, and insulin, but the no delivery alarm continued. Customer's mother reported that the no delivery alarms have caused the customer to have high blood glucose levels in the past also. Blood glucose level was 531 mg/dl at the time of the call. Troubleshooting showed that the reservoir had an occlusion and caller was able to get the insulin to exit the tubing. No further information was provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).